Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported issue was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the forceps elevator wire (k-wire) deteriorated due to repeated handling from the fracture surface, resulting in fatigue failure. The following handling conditions may cause deterioration of the forceps lifting wire: using inapplicable endo therapy accessories (thick, hard accessories) the forceps elevator was raised with excessive force. The endo therapy accessory was moved forward and backward in an unreasonable manner with the endo therapy accessory raised to its maximum height. Leaving or storing forceps raised, etc. However, the root cause of the event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿operation manual chapter 3: preparation and inspection section 3.3: inspection of the endoscope¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the on the initial medwatch. Also, an update has been made to h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation, but it has not yet started. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that when using an evis lucera duodenovideoscope, the wire of the forceps elevator broke inside of the patient and the forceps elevator fell off the scope. The physician pulled out the broken wire, but they were unable to find the forceps elevator. There was a five-minute delay to switch devices. A post-procedure x-ray was taken to search for the forceps elevator, however; upon further investigation, it was a misunderstanding of the nurse that the desk stand had fallen off since it was still attached to the scope. The therapeutic procedure (ercp) was completed with a similar device. There was no patient harm associated with the event.